Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump lost power without user intervention. Reportedly, the display went black after turning off "suspend" mode. The pump was able to power on after losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. There was no damage found to the returned battery cap. Evaluation revealed that the battery compartment was cracked under the bumper grip pad. The returned battery cap was able to be fully tightened to the pump. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed that a component from the printed circuit board was detached and loose inside the pump. Also unrelated to the complaint, evaluation revealed that the keypad cover was peeling up near the contrast button. All keypad button responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. The complaint of the pump losing power without user intervention was observed in the pump history but was not able to be duplicated during investigation.